Event description:
The customer reported an intermittent loss of power resulting in the system shutting down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. A power meter was installed during the service call. The system was tested and found to be working as intended and put back into service.